Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. The device evaluation found that the whole ceramic tip had broken off and the sealing ring was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). We cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. This issue is addressed in the instructions for use (IFU): visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had the ceramic tip break. The issue was found during reprocessing. There were no reports of patient harm.